Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s parent reported via phone call that their daughter¿s insulin pump received button error and beep anomaly. The customer¿s blood glucose level was 5.1 mmol/l. The customer¿s daughter insulin pump had stopped working they changed the battery and display was still blank. It was reported that pump was beeping randomly and then pump was restarting. It was reported that issue was not blank display, but that pump was alarming and restarting and the keypad was not responding. The customer reported that the time clock was showing zero. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump. Recommended customer refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with normal operating current. Device passed self test. Pump passed off no power test. No unexpected audio or vibrate alarm anomalies noted.